Event description:
Patient tested on their meter was a few months ago. Patient does not remember the exact time. Patient went to the hospital because patient was not feeling well (headache). At the hospital, patient was told that their blood glucose was reading high. Patient was admitted to the hospital and treated with intravenous fluid. No exact blood glucose results were reported. The batter was over 1 year old, but it was correctly installed. While troubleshooting, it was discovered that the battery contacts were corroded. Based on the information supplied by the patient, there is evidence of a meter malfunction, however, insufficient information was provided, to show that the meter contributed to a serious injury. A replacement meter hasbeen sent. Medical affairs attmepted unsuccessfully to reach the reporter for more clinical information. A letter is being sent as a second attempt.